Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. Force issue. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-dec-2024 observed reddish material inside the pebax. Then, a microscopic examination was performed and it was observed a separation between the pebax and the third electrode. Also, during the microscopic examination it was observed the thermocouple wires broken on the pebax area. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the third electrode on 04-dec-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-nov-2024. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed reddish material inside the pebax. Then, a microscopic examination was performed and it was observed, a separation between the pebax and third electrode. Also, during the microscopic examination it was observed the thermocouple wires broken on the pebax area. The device was connected to the carto 3 system, and it was recognized and visualized correctly, no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. During the analysis it was observed no temperature displayed on generator due to the thermocouple wires broken at tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review the separation between the pebax and electrode could be related to the force issue reported by the customer. The potential cause of the pebax damage is related to a manufacturing process of the device. The potential cause of the open circuit on the thermocouple wires could not be established. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the manufacturing process related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax¿ and ¿a separation between the pebax and third electrode¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).